Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope exhibited foreign material was blocked inside of the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the reported event due to the adhesion/clogging of the material in the biopsy channel. It is likely that the handling (reprocessing) was not in accordance with the instruction manual, resulting in foreign substances remaining. No physical damage was observed where foreign matter remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.